Manufacturer narrative:
Insulin pump was received with a blank display. Problem was isolated to the pcb 2. Unable to verify pump error 25 due to blank display. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a battery issue. Customer's blood glucose level was 8.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.